Event description:
Procedure: nephrectomy. According to the reporter: customer states: patient had a nephrectomy on (B)(6), the maxon loop broke on (B)(6) with wound dehiscence ("platzbauch") as a consequence.

Manufacturer narrative:
(B)(4).